Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating a proximal sensor zero error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse found code 110b and discussed suggested repair per the manual with the customer. It was confirmed that the pins from the solenoids to the da pcba were fully seated. The rse provided the customer with the parts ID and discussed replacement of sol 3 and 4 per for the manual. The customer replaced the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.